Event description:
The hosp reported that during the coronary artery bypass procedure that after the third anastomosis when the surgeon removed the aorta from the gauze sling, bleeding was noticed from the other side of the aorta. He placed a side biter clamp but the bleeding continued. The pt was put on the pump. No other pt complications were reported. This report is submitted because medical intervention was performed and not because of any device malfunction.